Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the issue is that the balloon burst in use. Burst at the level of the junction with the catheter. The similar incident happened with 2 different devices. The patient had no underlying medical conditions such as bladder stones or encrustations. The catheter was replaced. The device was not tested prior to use. The device is not available for investigation.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the issue is that the balloon burst in use. Burst at the level of the junction with the catheter. The similar incident happened with 2 different devices. The patient had no underlying medical conditions such as bladder stones or encrustations. The catheter was replaced. The device was not tested prior to use. The device is not available for investigation.